Event description:
It was reported a dissection occurred. A percutaneous coronary intervention (pci) procedure was being performed. Fractional flow reserve (ffr) was being performed with a comet ii pressure guidewire on the left anterior descending artery(lad). The physician was unable to place the comet ii due to the patients anatomy. While trying to position the comet ii wire the physician dissected the lad. The dissection flap obstructed blood flow. The physician predilated the lad and placed a stent in the patient to treat the dissection. The patient did well following this treatment and is stable.